Event description:
It was reported that the right ventricular (rv) lead had r wave undersensing and there was also t wave oversensing. It was noted that there was a long period of ventricular fibrillation that was not treated by the ICD and the patient was placed on a ventilator with renal failure and multiple organ failure. It was reported by the physician that due to the lack of therapy the patient was brain dead and support was withdrawn and the patient died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2014. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2014. Information was subsequently received on (B)(4) 2014 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant products: product ID 419488, implanted: (B)(6) 2007; product ID 5568-45, implanted: (B)(6) 2002. (B)(4).